Manufacturer narrative:
No part or lot number provided. Cannot be determined without part and lot number. No conclusion can be drawn, investigation not completed. Device history record review cannot be requested without part and lot number of device.

Event description:
Pt is a fit young male with an ao 31c3 fracture. Proximal femoral plate was inserted with conical screws used for compression of fragments. Pt was up out of bed mobilizing the following day. Plate bent at the second screw hole into an unacceptable position and was revised.